Event description:
It was reported that there was a left hip revised due to liner loosening and wear. Surgeon revised only liner and head.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding wear involving an omnifit liner was reported. The event was not confirmed. It is noted that 47576801 is not a valid lot for a crossfire insert; however, 47576601 is a valid lot ID, therefore this lot ID will be reviewed for the purposes of this investigation. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including confirmation of the reported lot ID, return of the device, operative reports, progress notes and x-rays are needed to fully investigate the event.

Event description:
It was reported that there was a left hip revised due to liner loosening and wear. Surgeon revised only liner and head.